Manufacturer narrative:
Medwatch sent to FDA on 04/24/2014. Further information from the reporter regarding event, product, or patient details has been requested. Per the healthcare professional, the lot number on the device involved was not available. No additional information is available at this time. The event of nodule, swelling, and pain are physiological complications and analtysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "a few months" after injection with juvederm xc" in "the marionette lines and the area below the mouth by the chin" they developed "swelling in the area of injection and in the cheeks". Patient further described their symptoms stating "it looks like there are marbles in my mouth". Additional information and clarification provided by the injecting healthcare professional noted approximately 3.5 months after injection with juvererm ultra plus xc in the "marionette lines and oral commissures" patient developed "swelling, nodules in cheeks, and some discomfort in the areas of injection". Patient was treated with a "hyaluronidase" injection.